Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the stimulator quit working a few years ago. The first stimulator they had never quite gave them the therapy in the areas they needed. It was not providing effective therapy. The target areas were lower back and legs. Programming adjustments were attempted and eventually a replacement was performed in 2001. No further complications were reported.